Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 419 mg/dl and 143 mg/dl. Caller adjusted his insulin pump for 5 extra units of humalog insulin, based upon the reading of 419 mg/dl. Customer obtained the reading of 143 mg/dl after this adjustment. Customer was able to self-treat with extra carbohydrates to compensate for the insulin. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.